Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs100 intra-aortic balloon pump (iabp) unit experienced a black screen and could not be restarted. The department replaced it with another device and continued treatment. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation conclusions and component codes).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions, h11. Corrected field: h6 medical device problem code: a getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that an attempted reboot failed testing the motor voltage showed it had no power supply and the fan in the power module did not start. It was determined that a motor short circuit caused damage to the power module and motor control board. The power supply motor control board and motor were replaced. Device passed the performance and safety checks according to factory specifications.